Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 6.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered 6 infusion sets cannula kinked events within 3 hours after insertion. Site of insertion was abdomen. The blood glucose was reported high and treated with bolus via pump. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.